Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the ligasure device had a seal issue. The surgeon did not have bleeding during the procedure but has noticed the visual indication of ligasure device successfully sealing was the tissue effect or sizzling of tissue during application. The surgeon did not see as much of the visual evidence of activation. However, no bleeding occurred during the case. Re-grasp alert was observed, an end tone was heard, and the energy delivery was less than normal, however, the end point beeps did occur. The generator had no issues during the procedure, but the surgeon had to deal with post op bleed. They wanted to know if the issue was with the generator or the hand pieces. Bleeding was noticed hours - same day- after the procedure. The patient had bled post op more than 500cc and needed 3 units of blood. Ft10 generator was taken to biomed for inspection. All ligasure port test showed no problems. The hospital's rover ft10 was taken to the operating room 1 as a temporary substitute. No procedure was performed to correct the bleeding. The patient had a drain and the surgeon monitored the drain until the bleed reduced itself.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the device had a seal issue. The surgeon did not have bleeding during the procedure, but has noticed the visual indication of device successfully sealing was the tissue effect or sizzling of tissue during application. The surgeon didn't see as much of the visual evidence of activation. However, no bleeding occurred during the case. Regrasp alert was observed, an end tone was heard and the energy delivery was less than normal, however, the end point beeps did occur. The generator had no issues during the procedure but the surgeon had to deal with post-op bleed. They want to know if the issue was with the generator or the hand pieces. The patient had bled post-op more than 500cc and needed 3 units of blood. Ft10 generator was taken to biomed for inspection. All port test showed no problems. The hospital's rover ft10 was taken to the operating room 1 as a temporary substitute.